Event description:
During the pre-use check, the bellows test was failing and sometimes during cases the bellows does not go up. The customer is aware of the leak issue with children but thinks that this is something else. Also during the pre-use check, the front panel values for the test are smaller than usual (around 80), unlike the three other kions which all give simuliarly higher values.